Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device ¿ 1 year and 1 month : the device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted after tests revealed a lactate dehydrogenase (ldh) level of 943 u/l and inr 1.3. Pump thrombosis was suspected. On (B)(6) 2018, it was reported that the patient's ldh was downtrending from the 900 u/l range, but pump flow and power readings were elevated. The patient was also experiencing a dull constant headache. The patient continued with bivalirudin, coumadin, persantine and aspirin. On (B)(6) 2018, it was reported that the patient underwent a pump exchange. The patient had a history of non-compliance with anticoagulation, resulting in inr drops below therapeutic levels. No further information was provided.